Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the implant in site 5 was stripped at the hex and noted ingestion. After calling customer during data entry, they stated a screw fractured and not able to be removed so the implant was removed. Only item information in file was 435 lot unknown for healing abutment. Checked with customer service nothing matched that description. What was used in unknown and abutment location is also unknown. Clinician stated if we did not get abutment it was discarded.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) unknown biomet healing abutment screw was reported as fractured; however, it was not returned for investigation, so visual evaluation could not be performed. Additionally, one (1) osseotite tapered certain prevail implant 5/4 x 13mm (xiitp5413) was returned for investigation. Visual evaluation identified damage to the internal hex, bone debris on the external threads, and a fragment of a screw was identified near the bottom of the implant. It appears that it was drilled into and not everything was removed. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing condition noted was unknown bone density. The reported devices were at tooth location 5 (unknown dental notation system) and was used for approximately 7 years. The customer did not provide x-rays or images. Appropriate documents were reviewed. DHR review was completed for the subject lot number (2015040210). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Unknown biomet healing abutment screw: DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be confirmed/verified for the screw, and the reported event of fracture screw remains unverifiable due to the product not being returned. However, for the xiitp5413, device malfunction occurred, and the reported events were confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative .

Event description:
Investigation for additional failure. Called customer to verify event. They stated there is no damaged hex listed in clinical notes. Damage could have happened during unsuccessful screw removal leading to implant removal. Added damaged hex category to complaint.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: event description g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative.